Event description:
While wearing the sound processor, the patient reportedly experienced a loss of sound perception. On october 14, 2005, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device will be scheduled.